Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cervix resection procedure on (B)(6)2010 and suture was used. While the surgeon was sewing the cervix, the needle tip broke. An x-ray was done and the surgeon could not find the needle piece. Another like device was used with no adverse pt consequences.